Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. Fibrotic growth was not observed on the helix.

Event description:
It was reported that during an attempted implant, the physician was unable to fixate the right atrial (ra) lead to the atrium of the patient after six attempts. The physician removed the ra lead and there appeared to be tissue attached to the helix. The tissue was removed from the lead, however, the physician no longer trusted the integrity of the lead and requested a new ra lead to be implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01 implantable pulse generator (ipg) implanted: 2014 (B)(6). (B)(4).